Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported on behalf of the customer that the tip (unspecified) of a c2602 cusa excel 36khz straight handpiece failed during an unspecified surgery. It was set up according to the rules that were taught in the assembly of the equipment. The doctor noted that it did not aspire according to the schedule that was made in the control panel. The device was in contact with the patient. Revision or medical intervention was required. There was a delay of 15 minutes due to the product problem. There was no patient injury reported. Lot/serial number (B)(4) was provided but it was not specified as to the associated device. Additional information has been requested but no other clinical information has been provided.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. Unable to perform the applicable DHR review as the required information was not reported. The reported complaint was not confirmed. Therefore, an investigation for cause was unable to be performed.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. It was identified that the handpiece had a faulty transducer (delamination of the transducer stack). The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The complaint was verified as valid.